Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported intermittent power up issues, showing a black hour glass on window. There was no report of patient involvement.